Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, device history record review could not be completed.

Event description:
It was reported that the patient had to waste 3 cassettes of remodulin IV due to no disposable alarm. Troubleshooting was reviewed with the patient, which was done without any success and patient had to mix new ones. All from same shipment. Also reports wasting a 4th cassette due to a high pressure alarm on both pumps. After mixing new cassette alarm resolved and ran without issues. Total of 4 mixed cassettes were wasted. No patient injury was reported.